Manufacturer narrative:
Additional, corrected, and/or changed data: b.5, d.6b, g.2, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/26/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side moderate pain and "rupture." Patient additionally reported "joint ache and a rash on the face"; these events are not device related. Device remains implanted.